Event description:
PICC line was found to be broken just proximal from the white hub component. PICC was discontinued. Two days later the patient was taken to the or for placement of a broviac for long term access of medications.====================== manufacturer response for peripherally inserted central catheter, 3fr x 60 cm single lumen PICC======================medcomp investigating problem. Products returned to medcomp and credit for products provided. Hospital decided to pull all products with this lot# (mbbt440) on 2/15/11 and returned them to medcomp and received credit for the products.